Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between january 2014 and february 2020. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards transcatheter heart valve. The possible PMA numbers associated with this article are: p110021- edwards sapien transcatheter heart valve, p130009-edwards sapien xt transcatheter heart valve and p140031-edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the pvl cannot be determined, however may be related to patient/procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: bassim el sabawi md, mayra e. Guerrero md, mackram f. Eleid md, vuyisile t. Nkomo md, mph, sorin v. Pislaru md, phd, charanjit s. Rihal md. ''Hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes'', catheter cardiovasc interv. 2021;1-10.

Event description:
As reported from an article "hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes", a total of 101 patients had tmvr, including 69 with mviv, 14 with mvir, and 18 with vimac. The following events were observed: 1 valve embolization, 1 tamponade, 3 paravalvular leak (pvl) with need for closure, 6 left ventricular outflow tract (lvot) obstruction, 8 hemolysis, and a tavr due to regurgitation. This report is for pvl.

Manufacturer narrative:
Correction to section b5. Please reference related manufacturer report no: 2015691-2021-04521, 2015691-2021 - 04522, 2015691 - 2021 - 04534, 2015691 - 2021 - 04535, 2015691 - 2021 - 04538, 2015691 - 2021 - 04541.

Event description:
As reported from an article "hemolysis after transcatheter mitral valve replacement in degenerated bioprostheses, annuloplasty rings, and mitral annular calcification: incidence, patient characteristics, and clinical outcomes", a total of 101 patients had tmvr, including 69 with mviv, 14 with mvir, and 18 with vimac. The following events were observed: 1 valve embolization, 1 tamponade, 3 paravalvular leak (pvl) with need for closure, 1 left ventricular outflow tract (lvot) obstruction with intervention, and a tavr due to regurgitation. This report is for pvl.